Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge replaced the patient pump and solved the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is a bearing damage due to corrosion formation traceable to environmental conditions the pump worked in such as condensation caused by water infiltration or high temperatures and high levels of humidity.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found with a stuck patient pump during service activity. There was no patient involvement.